Event description:
Customer reports that introducer tip of catheter came off in bladder. Had to have removed.

Event description:
Customer reports that introducer tip of catheter came off in bladder. Had to have removed.